Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to treat an overgrowth of tissue around the implant site. The implanted device remains.

Manufacturer narrative:
Correction: the date of revision surgery was (B)(6) 2012; not (B)(6) 2012 as previously reported. Per the clinic, the patient was injected with lidocaine with epinephrine (amount not reported) during the revision surgery on (B)(6) 2013. The patient was prescribed oral antibiotic (type and amount not reported) post revision surgery. (B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); and not (B)(6) as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
Implanted device remains.